Manufacturer narrative:
The reported event was confirmed. Product testing revealed intermittent contact force with purple values. Based on the information provided to abbott and the investigation performed, the cause for the reported event is a design issue relating to log file maintenance.

Manufacturer narrative:
FDA recall number: z-1493-2019.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in a subsequent submission.

Event description:
During the procedure, when the tacticath catheter was inserted into the patient, the contact force value was displayed in purple while no communication issue was noted. The cables were checked and exchanged and the tactisys was powered off and on with no resolution. The fti and lsi values were not displayed and only the time was displayed on the automark. The procedure was completed without replacing the device with no adverse consequences to the patient. Even though no adverse event occurred, this device malfunction may result in the patient experiencing harms associated with a clinically significant delay or cancelled procedure. When the contact force measurement is intermittently displayed, it is accurate. There is a rare potential for perforation or la-e fistula if the purple contact force or notification that "contact force data is not synchronized" is not noticed, and the inaccurate force readings are acted upon.